Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2006 and a sling was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent a gynecological procedure to treat stress urinary incontinency and a sling was implanted. It was reported that post implantation, patient experienced pain, infection, urinary/bowel disturbances and neuromuscular problems. (B)(4) - urinary and bowel disturbances. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.